Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's entire system was explanted on (B)(6) 2011 due to a post-operative wound infection. The patient resolved without sequelae on (B)(6) 2011. It was noted that the event was not related to the device or therapy but was possibly related to the implant procedure. The device system was used to deliver dilaudid, clonidine, and bupivacaine.

Event description:
It was reported that the pt's device system was explanted due to an infection. Neither the pt's outcome, or the drug administered via the pump was reported. Additional information has been requested, but was not available as of the date of this report.